Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by a consumer that the needle on a bd lord's ¿ syringe pierced through the shield breaking the sterile barrier. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: two investigations were carried out. First investigation summary: customer returned (2) loose 3/10cc syringes. Customer states that the needle pierced through the shield. Both returned syringes were examined and no needle through the shield was observed. Both samples were examined under the microscope and one sample exhibited a hole in the shield caused by the cannula. This indicates that the cannula was through the shield and exposed. Samples will be forwarded to manufacturing (holdrege) on 25apr2018 for further review. Second investigation summary: on (B)(6)2018, holdrege received two (2) loose 0.3ml from an unreported batch number. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. Additionally, the interior of the shield was visualized under 4x magnification and noted multiple scratch and puncture markings along the interior, possibly from re-shielding events either by the customer or during investigation at bd franklin lakes. Source of markings is unable to be determined at this time. Probable root cause is likely cannula through shield, either due to a bent cannula caused during initial shielding of the hub assembly during production or possibly a re-shielding event by the customer. Precise event origins cannot be traced due to the noted damage observed within the returned sample. Unable to perform DHR check due to unknown lot number. Severity: s_1__; occurrence: unable to perform complaint lot history check due to unknown lot number. Based on the samples / photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Possible root causes for needle through shield include manufacturing process: needle was bent during the shielding process and was not detected at the point inspect machine, where an electrical current is passed over the shield and ejects parts where an arc is detected. Additionally, needle through shield would have had to pass through undetected by the camera system utilized on the production line. Both systems are challenged at regular intervals during production. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.